Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic bronchoscopy under sedation, a piece of rubber from the biopsy valve fell into the patient's bronchus. Follow up with the customer on (B)(6) 2025 confirmed that the piece of rubber was retrieved from the bronchus using suction. The procedure was completed with the same device. The procedure was reported to have been delayed as a result of this event, less than 30 minutes. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d8, d9, g1, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. It was found that part of the biopsy valve was broken. The broken piece was not retrieved. Based on the results of investigation, the most probable cause and the root cause of the reported issue could not be determined, however the likely cause of failure was due to the following reason: the cause of the damage to the biopsy valve may be that the insertion and removal of the biopsy forceps was done at an angle, making it heavier and causing damage. Olympus will continue to monitor field performance for this device.